Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The initial reporter stated there is an issue with the cobas infinity software in which a rule configured for the benzodiazepines test provides more than one result interpretation for the same test order. For the benzodiazepines test, the rule is written so there is both a numerical test result and a dummy test result. The dummy test is used to log an alphabetical result interpretation corresponding to the numerical value. For example, when the numerical result is "> 300" and the dummy test result is set to "positive". The reporter stated there was one sample order with a benzodiazepine result of 3759 and the result interpretation of this value transferred to the customer's laboratory information system correctly as "positive". Several minutes later this same order was transmitted to the laboratory information system, but the interpretation came across as "negative".

Manufacturer narrative:
The cobas infinity software can be configured to execute user-defined actions if user-defined conditions are met. When defining rules, the user can define when the rule is evaluated, the action that triggers the rule, the activation mode, the conditions to be evaluated, and the actions to be done if the conditions are met. The benzo rule configured was configured to modify the benzo (benzodiazepine) result depending on the current test value and a test group configured, that in this case was limited only to the benzo test. Then, it sets a ¿positive¿ or ¿negative¿ on the benzo result if the value is greater or lower than 300 respectively. Currently, the rule is triggered without taking into account the current test value and the test group, so it gets triggered any time that a test in the order receives/modifies a result and not only when having a result of the test configured (benzo in this case). When a result greater than 300 is set for the benzo test, the rule is triggered and a ¿positive¿ is added as the benzo result. As currently configured, every time a result is entered to the order (not only benzo results), the rule is executed. Then, if the first result is set to ¿positive¿ by the rule, when the rule is triggered again by the addition of other results to other tests in the order, it never fulfils the condition ¿>=300¿, so it gets changed to ¿negative¿. The reported allegation was caused by a software issue, as the rule is triggered when a result is entered to any test in the order and not to the current test and test group (only benzo in the customer¿s scenario) configured.